Manufacturer narrative:
The reported event was identified during review of a journal article bruggemann, et al. ¿are porous tantalum cups superior to conventional reinforcement rings?¿ journal title. 10.1080/17453674.2016.1248315.

Event description:
It was reported in a journal article that 8 patients experienced a revision due to aseptic loosening on an unknown date. No further information is available

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00760.